Event description:
Material # 2420-0007 batch # 24095432. It was reported by customer that two different IV sets of the primary pump tubing broke while attached to the pumps. Last night there were two different IV sets of the primary pump tubing. They broke while attached to the pumps. Additional information: were both-reported events related to the same patient? Tubing broke apart after she placed it in the channel and was about to hook it up to the patient. What was the impact to the patient? No impact to patient. Did the reported issue result in any leaks? If yes, what was the medication/fluid in use at the time of the event? The above channel broke and sodium bicarb.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 2420-0007. Batch # 24095432. It was reported by customer that two different IV sets of the primary pump tubing broke while attached to the pumps. Verbatim: last night there were two different IV sets of the primary pump tubing. They broke while attached to the pumps. Waiting on more details from the clinical staff, but here is the affected product information. One was discarded and the other we have for return to bd. Remaining stock of lot 24095432 was pulled and can also be returned for analysis ¿ quantity of 20. Additional information received on 02dec. 1. Were both reported events related to the same patient? Tubing broke apart after she placed it in the channel and was about to hook it up to the patient. 2. When was this defect observed? During or before use? 3. What was the impact to the patient? No impact to patient. 4. Did the reported issue result in any leaks? If yes, what was the medication/fluid in use at the time of the event? The above channel broke and sodium bicarb started flowing to the floor.

Manufacturer narrative:
The customer reported the tubing fell apart while attached to the pump, and returned 20 unopened, representative samples. The samples that failed were not returned. Upon initial visual examination, the sets had no defects or abnormalities. The sets were pull tested at all the connections in the set, but none of the 20 samples showed any issues. The complaint could not be verified.